Manufacturer narrative:
Wheel horn.

Event description:
It was reported by service report that the powerpro head section load wheel horn is bent. There is a stripped screw that holds pl load wheel horn. A screw is missing that holds load wheel horn. No patient involvement or adverse consequences are reported.